Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that the patient received inappropriate antitachycardia pacing (atp) therapy due to noise on the right ventricular lead. The lead was capped and replaced (B)(6) 2018. The patient was reported to be stable throughout the procedure. No further information is available.